Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button had a delayed response and required multiple presses to elicit a response. The patient noted a crack on the battery department and was unable to confirm if this occurred before the tactile issues. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump on a belt on a clip and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.